Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported patient underwent partial knee arthroplasty on (B)(6) 2011. Subsequently patient underwent a revision procedure on (B)(6) 2014 due to tibial fracture. The knee was converted to a total knee prosthesis.

Manufacturer narrative:
This follow-up report is being filed to correct information. Requested but not returned by hospital.